Event description:
The surgeon reported experiencing a corneal burn while performing a phacoemulisification procedure. The burn was detected at the conclusion of the surgery during rehydration of the incision. A single suture was required to close the wound. The surgeon reported that the cataract was dense and the phaco time was quite long.